Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unknown reason. The device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unknown reason. The device was replaced. No additional adverse patient effects were reported. Additional information received by the field indicates that the patient had developed a mass near the device. There was no allegation made against the device. The patient was brought in for a pocket revision. The physician and a plastic surgeon worked together to remove the mass and changed out the device. The device will not be returned for analysis.